Manufacturer narrative:
The two surgical table arm boards are not manufactured by steris and were returned to the supplier for evaluation. The supplier concluded that the splintering on the underside of the arm boards was caused by the facility placing excessive upward pressure on the underside of the arm boards during use. In addition, the user facility did not "check accessory for damage or wear prior to each use" as instructed on the labeling of both arm boards. The facility was provided with two new surgical table arm boards and no further issues have been reported with the equipment. Steris offered refresher in-service training for the facility regarding the proper use and operation of the arm boards, however the facility declined stating that additional in-service training was not needed.

Event description:
The user facility reported that three employees received carbon fiber splinters from the underside of two surgical table arm boards, causing minor bleeding. The employees reported to the facility emergency room where the splinters were removed and ointment and a band-aid was applied to the affected areas. The employees missed no time from work and no sustaining injuries have been reported.